Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. An initial ferritin elecsys e2g result was 1.43 ng/ml and the repeat result was 26.7 ng/ml. An initial vitamin b12 g2 elecsys e2g result was 100 pg/ml and the repeat result was 340 pg/ml. An initial insulin elecsys e2g result was 0.98 uu/ml and the repeat result was 21.4 uu/ml. An initial troponin t hs elecsys e2g result was 21.6 pg/ml and the repeat results were 5.96 pg/ml and 20.7 pg/ml. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The ferritin reagent lot number was 762456. The vitamin b12 reagent lot number was 740845. The insulin reagent lot number was 762546. The troponin t reagent lot number was 725740. The expiration dates were not provided. The field service engineer replaced several tubes, the gear pump head, and nozzles as they were worn. The investigation is ongoing.

Manufacturer narrative:
The investigation could not determine a specific root cause but found the issue was resolved after the service actions.